Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump passed basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the pump is cracked. The mother also mentioned issues with the customer's high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The mother declined to troubleshoot for the high blood glucose. The mother states the cracks are located on the battery casing. The customer was advised that the device would have to be replaced and returned for analysis.